Manufacturer narrative:
The device has not been received for analysis. Attempts to gather additional event details have been made. However, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the axium coil (apb-2-2-hx-es) had resistance in the microcatheter and then prematurely detached inside the microcatheter. No patient injury was reported as a result of the event.

Manufacturer narrative:
H3: the micro catheter used during the event will not be returned for analysis. In addition, the model or lot number were not provided; therefore, compatibility could not be assessed. The axium prime coil was returned without introducer sheath. The axium prime coil pushwire was found to be broken at load indicator ~8.0cm from proximal end and retained by release wire. The implant coil was found to be detached. Under the microscope, the coin was found not to be located against the lumen stop, shield coil was found to be present and the coil shell was found to be present and stretched. The implant coil was returned and found to be stretched and damaged all other subassemblies appeared to be normal and no other anomalies were observed. The implant coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium prime coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. Based on the device analysis and reported information, the customer¿s report of ¿premature detachment¿ was confirmed as the coil was found to be detached. It is likely that the coil detached during the attempt to push/pull the coil through the micro catheter against the reported resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.